Event description:
The customer reported a falsely elevated architect I tsh result for a 77-year-old male patient diagnosed with hypothyroidism since 1992. The results provided were: on architect isr55163 on (B)(6) 2025, sid: (B)(6), initial=15.0 miu/l. On (B)(6) 2025, sid: (B)(6) = 16.39 miu/l (ran on isr55169). Laboratory reference range for tsh= 0.335 to 4.0 miu/l. The patient was on a levothyroxine dose of 175 mcg, which was increased to 200 mcg due to persistently rising tsh levels. Despite the elevated tsh and t4 results, the patient reported symptoms consistent with hyperthyroidism. He was referred to an endocrinologist for further evaluation. An MRI of the pituitary was performed and found to be normal. The patient was drawn at quest laboratory for tsh testing. Pre-hama tsh = 0.03 miu/l / post-hama tsh = 0.05 miu/l. No further impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1: patient identifier: (B)(6) (complete patient identifier). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated architect tsh result for a 77-year-old male patient diagnosed with hypothyroidism since 1992. The results provided were: on architect (B)(6) on (B)(6)2025, sid (B)(6), initial=15.0 miu/l. On (B)(6) 2025, sid (B)(6) = 16.39 miu/l (ran on (B)(6). Laboratory reference range for tsh= 0.335 to 4.0 miu/l. The patient was on a levothyroxine dose of 175 mcg, which was increased to 200 mcg due to persistently rising tsh levels. Despite the elevated tsh and t4 results, the patient reported symptoms consistent with hyperthyroidism. He was referred to an endocrinologist for further evaluation. An MRI of the pituitary was performed and found to be normal. The patient was drawn at quest laboratory for tsh testing. Pre-hama tsh = 0.03 miu/l / post-hama tsh = 0.05 miu/l. No further impact to patient management was reported.

Manufacturer narrative:
Updated b5 - describe event or problem: upon reviewing, a typographical error was discovered with the name of the testing assay. The initial wording: architect I tsh / new wording: architect tsh an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and return specimen analysis completed. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect tsh assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 65830ud00. A device history record review was performed and did not identify any nonconformances or deviations related to the complaint issue. The historical performance of reagent lot 65830ud00 was evaluated using worldwide data from customers in the field for architect tsh assay. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 65830ud00 is within the established control limits, therefore lot 65830ud00 is performing acceptably in the field. Return sample analysis was performed on the serum sample labeled (B)(6), showing falsely elevated results for a single patient. Validity criteria were met and all abbott controls returned within specification results. The calibration curve was valid. Both the dilution and the hbt tube mitigate the elevated result value for the sample. This is consistent with the presence of an interfering substance (heterophilic antibody) in the sample. Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays, the architect tsh is formulated with heterophilic blockers in the microparticle bottle. This sample exceeds the blocking ability that exists in the current assay. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect tsh reagent lot 65830ud00 was identified.

Event description:
The customer reported a falsely elevated architect tsh result for a 77-year-old male patient diagnosed with hypothyroidism since 1992. The results provided were: on architect (B)(6) on (B)(6) 2025, sid (B)(6), initial=15.0 miu/l. On (B)(6) 2025, sid (B)(6) = 16.39 miu/l (ran on (B)(6). Laboratory reference range for tsh= 0.335 to 4.0 miu/l. The patient was on a levothyroxine dose of 175 mcg, which was increased to 200 mcg due to persistently rising tsh levels. Despite the elevated tsh and t4 results, the patient reported symptoms consistent with hyperthyroidism. He was referred to an endocrinologist for further evaluation. An MRI of the pituitary was performed and found to be normal. The patient was drawn at quest laboratory for tsh testing. Pre-hama tsh = 0.03 miu/l / post-hama tsh = 0.05 miu/l. No further impact to patient management was reported.